Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient was being implanted for an anastomosis procedure in the superior femoral artery to extended distally from a previously implanted device. During deployment it was reported the stent graft partially expanded due to the deployment line breaking. The physician stated the cause of the deployment line breaking is unknown. It was reported the patient was converted to a surgical conversion. Another device was used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Corrected h6 result.

Manufacturer narrative:
Engineering evaluation confirms the complaint of partial deployment and finds the cause to be tensile failure of the deployment line. The ultimate cause of the broken deployment line cannot be further identified. A1 : pt ID (B)(4).